Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp. During assessment, the fse found infinite resistance in the neutral wire from the line cord. The fse replaced line cord assembly and performed calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) malfunctioning. There was no harm or injury to the patient and no adverse event was reported. It was later reported that there was a low battery alarm at the time of the event.

Manufacturer narrative:
After further review it was determined that the event reported was not a malfunction of the iabp. The alarm displayed is informational message and not an indication of a malfunction. Therefore, this is a retraction of mfg# 2249723-2021-00349. Please update your database accordingly.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed low battery. There was no harm or injury to the patient and no adverse event was reported. It was later reported that there was a low battery alarm at the time of the event.